Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported with the use of the bd phaseal¿ protector p50j there was an issue with drug leaking when mixing the vial after disengaging the injector.

Manufacturer narrative:
Investigation summary: one sample unit was received for evaluation by our quality engineer team. Through visual inspection of the sample, leakage was observed between the vial and the protector. It was determined that the protector needle was inclined. The protector needle did not puncture the middle of the rubber stopper; the puncture was close to the metal cap edge. As a lot number was unknown for this incident, a device history record review could not be performed and additional retained samples could not be investigated. It has been determined that the leak resulted from the inclined needle. Taking into account the automatic inspections performed during the manufacturing process for the protector needle, it does not seem likely that the needle was assembled inclined. It is possible that this incident resulted due to a poor attachment of the vial to the protector. The protector must be attached completely vertical to the vial. The m12 assembly fixture is recommended to ease the proper connection of the protector to the vial. The sample was evaluated by jfr lab. According to the report: leakage of air was found between vial and protector. Leakage between vial and protector was found when they are shaken. Picture 4 and 7 in the report show that the needle of protector is inclined. Picture 12 confirms that the needle of the protector did not puncture the rubber. Stopper in the middle, but close to the metallic cap. The possible root cause of the defect is a bad attachment of the protector to the vial. Protector must be attached completely vertically to the vial. The defect seems to be caused by the user.

Event description:
It was reported with the use of the bd phaseal¿ protector p50j there was an issue with drug leaking when mixing the vial after disengaging the injector.